Manufacturer narrative:
(B)(4).

Event description:
It was reported the sheath was being used for a trans jugular liver biopsy. Prior to the procedure the white dilator hub snapped from the dilator shaft. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the dilator hub separated from the body was confirmed. Returned was a dilator. The sheath was not returned. The white hub had separated from the body of the dilator. The broken surfaces were examined microscopically. Both surfaces were rough and had a whitish appearance. This appearance indicates that the dilator hub had been properly attached and appears to have been separated by lateral force applied to the dilator hub while in proximity to the sheath hub. The outside diameter (od) of the dilator body measured 0.135 inches, which met specification of 0.135 - 0.138 inches per the dilator graphic. A review of the device history records did not reveal any manufacturing related issues. Based upon the observed damage and information provided, operational context caused or contributed to this complaint. No further action will be taken.